Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation was limited due to the unavailability of calibration data and restrictions on the use of patient sample material. As a result, a sample investigation could not be performed. The available data indicated discrepant results between the elecsys hbsag ii and anti-hbe assays, which were reactive, and subsequent testing at other hospitals, where these markers were reported as non-reactive. Hbv dna testing did not detect viral dna. A definitive root cause for the reported event could not be determined. Based on the available information, the results are consistent with false reactivity due to an unknown interference.

Event description:
The initial reporter alleged discrepant reactive results for the elecsys hbsag ii and anti-hbe assays for one patient sample tested on a cobas e 601 analyzer. The initial test results for the patient sample were as follows: hbsag ii, 2.68 coi (reactive, repeatedly reactive); anti-hbe, 0.555 coi (reactive, repeatedly reactive); anti-hbs, <2.0 iu/l; hbeag, 0.056 coi (non-reactive); and anti-hbc, 2.39 coi (non-reactive). The patient underwent retesting at three other hospitals, where both hbsag and anti-hbe were reported as non-reactive. The testing platforms used at these hospitals were not specified. The sample was tested using abbott's method, and the hbsag and anti-hbe results were both non-reactive. Hbv dna testing was performed, and no viral dna was detected.